Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error 1871. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there was evidence of a "1871 error". The pump was tested through simulated use and internal inspection. The reported "showed lec 187 code" was able to be duplicated. When the pump was powered up, it displayed lec 1871. Through simulated use, the event log was downloaded, but the pump was unable to run . The event log verifies that the event occurred (several 1871 alarms recorded). 1871 error is motor_timeout2. The ump was opened and inspected. The inspection found the motor locked. The motor will be replaced to resolve the issue.